Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the device was broken. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 3.00mm x 15mm was returned for analysis. A visual examination of the balloon identified no damages. The balloon was subjected to positive pressure and had loose folds. No issues or damaged were identified on the hypotube shaft. The inner lumen was prolapsed and bunched 4.6cm proximal from the bumper tip. No issues were with the tip of the device. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that shaft break occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. However, it was noted that the device was broken. The procedure was completed with another of same device. There were no patient complications reported.